Event description:
Paramedics responded to a person in cardiac arrest. The patient was connected to the device with disposable defibrillation/ECG electrodes and diagnosed in ventricular fibrillation. According to the reporter, after the first shock was delivered, the device alarmed connect electrodes and would not deliver any further shocks to the patient. The patient was not resusciated. The reporter indicated the patient's death was not caused or contributed to by the alleged device malfunction because the patient was not viable.